Event description:
The event involved a customer allegation of a device that did not work unless plugged in. A review of the entire device log during investigation showed n56 (replace battery) alarms. The device powered up on dc power and gave a ¿replace battery¿ alert during the self-test. A new battery was installed, was connected to ac power and the ¿change battery¿ soft key was pressed. The device was then powered up on dc power and the device passed the self-test without any alarm. The complaint was confirmed and the probable cause for the complaint and n56 is a defective battery due to s/w defect which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.